Manufacturer narrative:
Device history record has been reviewed for main product and sub components. (1) non-conforming record has been identified for one lot of subcomponents that been used to build main product and this non-conformance is not related to detected occurrence (cosmetic issue), product has been sorted 100%, DHR review shows dilator functional pull test of the hub to tube was passed inspection criteria per applicable procedure and engineer drawings. No incidents or abnormality has been recorded. No complaints have been received by manufacturer for drc-001-05 during last five years. Dhrs that have been reviewed are: drc-001-05 (17137342) main product, no non- conformance has been identified. Dil-057-05 (17104374) subcomponents (1) non-conforming record has been identified for one lot of subcomponents that been used to build main product and it is not related to detected occurrence (cosmetic issue). Dil-057-05 (17104375) subcomponents, no non- conformance has been identified. Dil-057-05 (17132459) subcomponents, no non- conformance has been identified.

Event description:
As received from the customer (they were performing a paracentesis procedure. They put the drainer into the patient, and then pulled the needle out of the sheath/catheter. Then, they attached a syringe and pulled out about 2cc of fluid and the hub broke loose from the catheter while they were drawing back the fluid into the syringe. (The hub was attached to the syringe, but the catheter/sheath was still in the patient). As of monday morning ((B)(6) 2017), the catheter was still in the patient. Additional information via phone call on wednesday (B)(6) 2017 it is reported that the patient died. 12/27/2017, additional information received from the customer stated that cause of death is not related to drainage catheter and the catheter is not attributed to death in any way.

Manufacturer narrative:
Device history record has been reviewed for main product and sub components. (1) non-conforming record has been identified for one lot of subcomponents that been used to build main product and this non-conformance is not related to detected occurrence (cosmetic issue), product has been sorted 100%, DHR review shows dilator functional pull test of the hub to tube was passed inspection criteria per applicable procedure and engineer drawings. No incidents or abnormality has been recorded. No complaints have been received by manufacturer for drc-001-05 during last five years. Dhrs that have been reviewed are: drc-001-05 (17137342) main product, no non- conformance has been identified. Dil-057-05 (17104374) subcomponents (1) non-conforming record has been identified for one lot of subcomponents that been used to build main product and it is not related to detected occurrence (cosmetic issue). Dil-057-05 (17104375) subcomponents, no non- conformance has been identified. Dil-057-05 (17132459) subcomponents, no non- conformance has been identified. Follow up investigation: one sample has been returned consists of hub of the dilator only and the complaint has been confirmed. A review of documentation and DHR's has been performed and all parts including subcomponents have been manufactured to specifications and only (1) non-conforming have been record for subcomponent dilator and for unrelated occurrence (cosmetic issue). Non-conforming history has been reviewed and there are no record have been detected in galt quality system for subcomponent dil-057-05 that related to tensile hub pull force to tube. Although this incident is not related to galt product, but galt report this incident to FDA per our internal procedure on (B)(6) 2017 and the report has been posted on FDA website under report number# (B)(4). ((B)(4) 1/23/2017) after this report sent to customer then the customer replied back to galt stated that they will send the defect sample back to galt for evaluation and the customer sent some sample picture to galt for the hub of the dilator shows in galt failure investigation report. Evaluation on returned sample shows that a possible reason making tube comes off from the hub might be weakness bound of molded part on tube surface area due to small surface area molds. This occurrence resulted when operator did not push the tube completely on the core pin of hub mold fixture. Customer returned (25) additional samples from same lot for evaluation and galt qc perform tensile pull force of the hub to tube, all (25) sample has been passed pull test hub to tube without any abnormality detected. Minimum tensile pull force recorded was (4.560) lbf and no hubs comes off from the tubes during inspection for any sample. Root cause: human factor, operator might failed to push the tube completely into core pin of molding fixture causing weak bound of molded surface area on the tube. Recommendations: a process CAPA (B)(4) has been generated to determine if there is any potential improvement to hub mold process for centesis drainage catheter dilator.

Event description:
As received from the customer (they were performing a paracentesis procedure. They put the drainer into the patient, and then pulled the needle out of the sheath/catheter. Then, they attached a syringe and pulled out about 2cc of fluid and the hub broke loose from the catheter while they were drawing back the fluid into the syringe.(the hub was attached to the syringe, but the catheter/sheath was still in the patient). As of monday morning ((B)(6) 2017), the catheter was still in the patient. Additional information via phone call on wednesday (B)(6) 2017, it is reported that the patient died.on 12/27/2017, additional information received from the customer stated that cause of death is not related to drinage catheter and the catheter is not attributed to death in any way.